Manufacturer narrative:
Other, other text: d4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damage on water tank cover, drain fitting, enclosure, front cover, and line cord. The technician filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety and electrical test. The reported issue was confirmed. The root cause of the reported issue was found to be that the device over temperature was due to needing recalibration. The technician recalibrated the device.

Event description:
Additional information received 7 july 2021 (email): issue discovered during testing. No patient involvement

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 pump is not operating correctly, going into overtempt. No patient adverse events were reported.